Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
H11 - manufacturer narrative: icl may move out of its appropriate position, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with rotation. The lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
G3 - corrected to (B)(6) 2024 in initial MDR. Claim# (B)(4).